Event description:
It was reported that the nurses sent arctic sun device to shop because of alert 113 (reduced water temperature control) not heating. Biomed tried to run calibration and was getting error 1 (patient line open) on step 1.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Functional check ran and the circulation pump was unable to generate -7.0 psi. It never got above -4.0. The system hours at last service were 1700, the current system hours were in excess of 8000. Circulation pump was serviced during the pm. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.